Event description:
Error 41. (Upstream pressure sensor).

Event description:
Device history record was reviewed, nothing was detected related to the reported event. Several technical error 41 were found during device log review which confirms the reported event. The reported device was not requested for investigation as the triggering of technical error 41 is a known issue addressed with an internal CAPA opened in july 2020. We also confirm that the serial number of the reported device is among the list of affected devices. Therefore the pressure sensor was to be replaced. This complaint is valid. Action was initiated for this event as per our local procedures. The trend is abnormal and reported risk is lower than estimated risk.